Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging ipg. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement for an MRI compatible ipg and was doing well postoperatively. The explanted device will not be returned.